Event description:
It was reported that ventricular oversensing was observed via merlin.net. Review of session records reveal the oversensing occurred during auto capacitor maintenance. During follow-up, the oversensing was also seen during manual capacitor checks. It was also noted that stored episodes of oversensing of emi was seen on the atrial channel. The device was explanted and replaced. The patient condition was good.

Manufacturer narrative:
Evaluation: the reported field event of oversensing was confirmed in the laboratory. Review of device image noted oversensing during capacitor maintenance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.